Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/17/2016 to report that they experienced scarring on (B)(6) 2004. Date of issue is an approximation. Patient stated that when an FDA study was being done several years ago, she had a sensor implanted and it resulted in scarring. Patient did not want to discuss the incident any further. There was no alleged device malfunction. No additional event or patient information was provided.